Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery depleted quickly which led to a pump shutdown. The customer's blood glucose (bg) level was 268 mg/dl. Tandem technical support reviewed the pump battery history and found that the battery unexpectedly fluctuated to a lower power level, which led to the pump shutdown. Reportedly, the customer continued to use the pump for insulin therapy.